Manufacturer narrative:
(B)(4). The actual device was returned without an alleged deficiency. During routine service and repair of the device, it was observed that the device will not secure the cutter. An assessment was performed on the device which found that the pawls and locking components were damaged. It was determined that this condition was due to trying to run the device in the load position or pushing down on the disconnect sleeve while the device was running, damaging the pawls and locking components. The assignable root cause was determined to be component damage caused by user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the motor device would not lock the cutter. During repair it was observed the pawls and locking components were damaged, which is consistent with trying to run the device in the load position or pushing down on the disconnect sleeve while the device was running. The event was not related to surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.